Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to pain, previous infection, and instability. There was no evidence of active infection during the revision. The surgeon opted to only revise the tibial insert and implanted a larger component to address instability. The tibial tray, femoral component, and patellar component were retained. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2015; dor: (B)(6) 2017; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 16 parts were manufactured per specification and all raw materials met specification. Work order 8140746 of quantity 16 was sterilized on 14/jul/15 per the sterilization certificate 48830; the sterilization cycle met the validated parameters. There was one part scrapped for billets undersize which has no correlation to the failure mode described. There were no nc¿s or deviations associated with this lot.